Event description:
It was reported that the pump touch screen was unresponsive. There was no reported adverse impact to the customer's blood glucose level. The customer declined to provide additional information regarding the issue.